Event description:
Related manufacturer report number: 3006705815-2022-16686. It was reported that after the patient's trial lead removal, the patient began seizing and convulsing. The patient was seen by a physician for further evaluation and has not had a episode since.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.